Manufacturer narrative:
(B)(4). External cause. Complaint indicated that the device was received with torn tyvek. The sealed package was visually inspected and it was found that there was ink writing on the corner of the tyvek lid of the package. The tyvek had indentations from the writing but no holes, rips, or perforations were found in the tyvek lid. The package blister was examined and it was confirmed that the flange of the blister was broken. The package had not been peeled open and the broken blister flange was still attached to the tyvek. There was evidence of seal adhesive transfer on the entire circumference of the tyvek lid, confirming that the tyvek was properly and completely sealed to an undamaged blister. There was no other damage to the package. During batch processing, blisters are loaded into individual cartons horizontally and not dropped vertically into cartons. Individual cartons are loaded into sales unit cartons horizontally as well. No cartons were returned for evaluation. It is suspected that package was removed from its individual carton for storage and was likely dropped causing the damage. Lot history records were reviewed and no protocols, defects, or non-conformances related to complaint issue were noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was received with the tyvek tore. The device was not used.